Event description:
The customer reported the x-ray function stopped on the system. Also there was a problem with the image. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the monitors and stative cable 62pos. The rep checked the fluoroscopy, rotation, and collimators, etc. The system operates as intended.